Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This product was originally reported in error. Additional information received indicates this product is not sold in the u.s. Depuy considers the investigation closed at this time.

Event description:
Formal claim received for revision of depuy hip. Revision (B)(6) 2013 due to pain, limitation of mobility and recurrent dislocation.